Manufacturer narrative:
Investigation finds this patient will be scheduled for a second surgery. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported a sagittal scan was imported from the planning station to the stealthstation treon guidance system. The orientation in the left-right direction was inverted and this was not seen or corrected by the surgeon, leading to a surgery on the wrong side of the patient.